Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument body displayed no abnormalities. The anvil is disengaged. A post market vigilance (pmv) representative loading unit was used for all functional testing. Functionally, the anvil was reloaded into the instrument, the anvil did not disengage from the instrument when pulled. The instrument and loading unit were cycled with acceptable results, the pushers advanced. In addition, the loading unit loaded and unloaded repeatedly without difficulty. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if the distal end of the device is excessively manipulated during application. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic kidney transplant procedure, mobile end of the clamp has become detached and become unusable. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.